Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer inadvertently cracked the pump touchscreen causing the pump to no longer function. Customer's blood glucose was 135-140 mg/dl. Customer reverted to using manual injections for insulin therapy.